Event description:
Follow-up identified the original implant location of the lead was off-center. The implanting physician was unable to implant the lead in the desired location due to patient anatomy and the presence of scar tissue. The issue was resolved with repositioning the lead.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 to reposition the lead closer to the midline. Effective stimulation was restored following the procedure.